Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified anterior tibial artery. A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilatation. However, on the second inflation, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.